Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection did not reveal any anomalies. Bench analysis found that all low battery tests met specifications. Conclusion: the reported functional test failures from service and repair of the device could not be confirmed.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and lower case were broken, the battery contacts were compressed, and the main printed circuit board (pcb) was out of electrical specification. (B)(4)

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.